Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, white calcification on the surface of the shell 90%, plug strap is broken. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings or issues related to deflation device were observed. Plug strap is broken assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Device has been explanted.